Manufacturer narrative:
Failure analysis results: the viperwire guide wire was returned to csi for analysis, and the spring tip of the wire was missing. There was no other damage observed with the guide wire. Scanning electron microscopy (sem) analysis of the guide wire core fracture revealed rotational/torsion marks and shear dimples on the fracture face. The observed damaged indicates excessive torsional forces were applied to the wire, which resulted in the fracture. These sem analysis findings are consistent with the complaint statement "the crown came close to the tip of the viperwire guide wire spring tip and contacted it briefly during treatment." The diamondback 360® coronary orbital atherectomy system instructions for use manual warns, "do not come within 5 mm of the proximal end of the viperwire guide wire spring tip with the distal end of the oad drive shaft. If the distance between the shaft tip and the viperwire guide wire spring tip is insufficient, the shaft tip may contact the guide wire spring tip and result in dislodging the guide wire spring tip. Use fluoroscopy to monitor movement of the shaft tip in relation to the viperwire guide wire spring tip." At the conclusion of the failure analysis investigation, the reported fracture event was confirmed, and the root cause of the fracture was user error.the material inspection report for this guide wire lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID: 07940.

Manufacturer narrative:
Analysis of the reported device is in progress. A supplemental report will be submitted when the device analysis is completed. (B)(4).

Event description:
An orbital atherectomy device (oad) and viperwire were selected for treatment of a severely calcified lesion in the mid to distal circumflex artery, which was 90% stenosed with a 2.5mm diameter. The crown came close to the tip of the viperwire guide wire spring tip and contacted it briefly during treatment. Following several treatments, wire position was lost during device manipulation, and the oad and wire were removed from the patient. The spring tip of the wire fractured in vivo. The fragment was retrieved. The procedure was completed successfully following retrieval of the fragment.